Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not work when booting up. As a part of troubleshooting process, rse asked the customer to restart system and it did not work even after several times. The error message appeared as x-ray deactivated. To resolve the issue, rse checked and repaired the database, the image pc was replaced, after which, the system was returned to use in good working order.

Event description:
It has been reported to philips that the pc fails to boot up correctly prior to the procedure. No patient involvement. Philips has started an investigation of the complaint.